Event description:
The consumer reported cutting her eye on the edge of the heating pad. She was picking up the unit and it hit her in the eye causing a cut to her eye lid and cornea. She did seek medical attention and was prescribed antibiotics drops for the injury.